Event description:
A report was received that a patient will be having a pocket revision, due to the ipg moving around in the pocket. At this time, the revision surgery has been postponed due to other medical issues that are not device related.